Manufacturer narrative:
Phone conversation with the 3500 author on june 5, 2008. The contact stated that the complaint device is being returned. Event may have been technique driven. The staff is now on alert to ensure that in the future, they will insure that instrumentation is "whole" when removed from the body. Although they could not articulate any specific harm to the pt due to the udf, they would not make a positive statement about the pt's condition. At this time, there are no plans to revisit the site to remove the udf. This is all the info and event status that can be made available. At this point in time, we are awaiting the receipt of the complaint device for eval. If the outcome of the root cause failure analysis indicates anything other than technique as the precipitator of the device failure, a f/u report detailing our findings will be filed. Other than this, no further action is warranted.

Event description:
We rec'd a 3500 via the FDA that was generated by the user facility. The report states that a pt underwent an acl tendon repair in 2008. During the procedure, a portion of the distal end of a nitinol guide wire broke off in the knee joint. Contacted the author of the 3500, they state that x-rays showed the fragment approx 2 1/2 to 3 inches long and is captured in the bone tunnel. Would not elaborate as to the pt's condition. There are no plans at this time to revisit the repair site to retrieve the fragment.